Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample of an unknown lot was provided to our quality team for investigation. The product was visually inspected, no evidence of a leakage was observed, there was no damage or molding defects identified, and the tip and threading was verified to be properly molded. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. As the lot involved in this incident is unknown, a device history review cannot be performed. The returned sample underwent the same evaluation and was verified to meet required specifications. Based on the sample evaluation and available information, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Propofol syringe leaking from connector terumosene. When did the incident occur? During use. Packaging is not saved. Quantity to be returned 1. 1. To have a safe pick up, could you please tell us if the sample has come into contact with chemo? The syringe has contained propofol. 2. Was there any negative impact on the patient or health care operator? "Patient becomes shallow in depth of anesthesia may be sedated with gas and change of syringe and tea tube is done. Risk of awareness due to insufficient depth of anesthesia.¿ could you please provide the lot number of the material. = not available where the leak is occurring? Is it at the luer connection or past the stopper? = propofol syringe leaking from connector terumosene. Was there any damage observed on the device? = no.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.

Event description:
Propofol syringe leaking from connector terumosene. When did the incident occur? During use. Packaging is not saved. Quantity to be returned 1. 1. To have a safe pick up, could you please tell us if the sample has come into contact with chemo? The syringe has contained propofol. 2. Was there any negative impact on the patient or health care operator? "Patient becomes shallow in depth of anesthesia may be sedated with gas and change of syringe and tea tube is done. Risk of awareness due to insufficient depth of anesthesia.¿ could you please provide the lot number of the material, not available. Where the leak is occurring? Is it at the luer connection or past the stopper? = propofol syringe leaking from connector terumosene. Was there any damage observed on the device? = no.